Manufacturer narrative:
Investigation summary: customer returned a photo of the bottom of a shelf carton. Customer states that there was a loose needle sticking out the corner of the box and punctured the finger of one of the associates. The attached photo was examined and did not exhibit the sample or condition in question. A DHR check was not performed as the lot number is "unknown" for this complaint. Based on the samples and/or photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported with the use of the unspecified bd¿ needle there was an issue with two loose needles in the box when the bags were intact.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the unspecified bd¿ needle there was an issue with two loose needles in the box when the bags were intact.